Manufacturer narrative:
(B)(4). Trocar sleeve difficult to remove. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2011, and a drain was used. It was too hard for the surgeon to remove the cap of the trocar. The cap could not be removed even though the surgeon tried to remove it with forceps. Finally, the cap broke. Another like device was used with no adverse pt consequences.